Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, two resolute onyx des were implanted in the circumflex and one resolute onyx des was implanted in the rca. Approximately 12 months post index procedure, patient suffered from stent thrombosis related to a non-medtronic stent and occlusion of the lad. Event was treated with a drug eluting ballooning (lad). Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.